Manufacturer narrative:
Device evaluation: g3,g6, h2, h6, and h11. Results of investigation: a field service engineer (fse) visited the customer facility to evaluate the device and confirmed the reported issue. The issue was resolved after replacing pr3 regulator from the pm kit. The device then passed full calibration and verification tests and was restored to normal operation. Root cause failure: faulty pr3 regulator.

Manufacturer narrative:
File identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the map readings are fluctuating while in use on a patient. No patient harm reported. This device was not physically hooked to a patient when the issue was discovered. It was being set-up/prepped for patient use but had not yet been hooked to a patient.